Event description:
It was reported that the pt has never had therapeutic effect following implant. The pt had a positive trial at 50 mcg prior to the implant in 2008. There had been no improvement of spasticity with pump rate increases; however, the pt was reporting increased somnolence. The pt also had cerebrospinal fluid leak with blood patch times two. There were no volume discrepancies (actual reservoir volume was equal to expected reservoir volume) and the correct drug, concentration, and dose were programmed. A catheter dye study revealed good catheter placement. The hcp was trying to schedule an indium scan to check for catheter problems but was unable to find a local person to do the scan. The hcp indicated they may do a possible catheter replacement if the pt continued to have problems. The pt was at home at the time of the report and her status was reported as "fair". The pt outcome was reported as: "serious injury/illness- ongoing- refractory spasticity".